Event description:
The customer observed falsely decreased calcium results generated from architect c8000 processing module for multiple patients during (B)(6) 2024 through (B)(6) 2024. The results provided were: on (B)(6) 2024 sid (B)(6) initial=4.4 mg/dl/repeated=11.1 mg/dl. Sid (B)(6) initial=5.6 mg/dl/repeated=8.6 mg/dl. Sid (B)(6) initial=4.6 mg/dl/repeated=9.9 mg/dl. Sid (B)(6) initial=2.1 mg/dl/repeated=9.1 mg/dl. Sid (B)(6) initial=5.7 mg/dl/repeated=9.4 mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased calcium results generated from architect c8000 processing module for multiple patients during (B)(6) 2024. The results provided were: on (B)(6)2024, sid (B)(6), initial=4.4 mg/dl/repeated=11.1 mg/dl. Sid (B)(6), initial=5.6 mg/dl/repeated=8.6 mg/dl. Sid (B)(6), initial=4.6 mg/dl/repeated=9.9 mg/dl. Sid (B)(6), initial=2.1 mg/dl/repeated=9.1 mg/dl. Sid (B)(6), initial=5.7 mg/dl/repeated=9.4 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
A definitive cause of the discrepant result was not identified, therefore, the architect instrument, serial number (B)(6), list number 01g06-11, arc c8000, was considered the likely cause. A review of tracking and trending of the architect c804800 processing did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual provides adequate labeling with regards to maintenance and troubleshooting, the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c8000 processing module, serial number (B)(6).